Event description:
Per the clinic, patient experienced no auditory perception due to abnormal inner ear anatomy resulting in the decision to explant the device. The device was electively explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report.